Manufacturer narrative:
Additional information was received on september 24, 2020. The device was explanted on (B)(6) 2020. Additional the identity of the impacted product, previously reported as unknown gel, was identified. The impacted product is an 800cc mentor memorygel breast implant, lot #193627. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on october 13, 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 23, 2020. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Additionally, siltex cracking within the tear was noted. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Based on these reports, the product evaluation team is unable to confirm that the reported complaint is device related. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with unknown mentor smooth gel implants experienced bilateral rupture, bilateral capsular contracture (baker grade unknown), an autoimmune diagnosis of lupus, and had to undergo a skin biopsy post procedure. Lymph node irregularities on the left side, discomfort with possible migration, and a skin rash on the left side with a lichen sclerosus diagnosis was also noted. The rupture was diagnosed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-11785 for contralateral prosthesis report.